Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Results of functional testing confirmed the reported problem. The system is not repairable and a replacement cannot be provided by the factory. The fr3 was removed from service and is not available for additional investigation. The system is beyond it's warranty period. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer could not be provided with a replacement device as none are available from the factory. The malfunctioning system has been removed from service as it is not repairable. The system is also past it's warranty period. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.